Event description:
It was reported that during different instances of interrogating the device, a fluctuating battery voltage was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.